Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The cable was recommended to be reseated to resolve the reported issue.

Event description:
The hospital reported the unit had a malfunction that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.